Manufacturer narrative:
Johnson & johnson consumer, inc. Is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which johnson & johnson consumer, inc. Has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, johnson & johnson consumer, inc. Or its employees that the report constitutes an admission that the device, johnson & johnson consumer, inc., or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. H4, h6: device history records review was completed. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition and product was manufactured per specification. The product was manufactured on may 16, 2020. If information is obtained that was not available for the follow-up #1 medwatch, an additional follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient age, weight and ethnicity were not provided for reporting. This report is for (band aid brand advanced healing blister block 4s ap 9300607179088 38403038apa). Device is not distributed in the united states, but is similar to device marketed in the USA (band aid brand hydroseal bandages all purpose 1ct USA 381371175338 8137117533usa). Upc #: 9300607179088, expiration date: april 30, 2023, lot #: 1420c, UDI #: (B)(4). Device is not expected to be returned for manufacturer review/investigation. Device is not distributed in the united states, but is similar to device marketed in the USA (band aid brand hydroseal bandages all purpose 1ct USA 381371175338 8137117533usa). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. A review of the device history records has been requested. At this time, this event is being reported with an overabundance of caution. There is no indication that the consumer sought medical attention and the event resolved with home remedies. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Consumer experienced an adverse event with band aid brand advanced healing blister block 4s ap 9300607179088. Consumer states that she experienced a severe anaphylactic reaction after using product on (B)(6) 2021 to treat a blister. Consumer reported the anaphylactic reaction lasted close to six hours. The reaction has made consumer sensitive to all fragrances, chemicals, and most foods. To treat the symptoms, consumer took many antihistamines, bicarbonate soda bathing and detox remedies to bind and flush the toxin from the body. Consumer did not contact healthcare provider about the experience. At this time, this event is being reported with an overabundance of caution. There is no indication that the consumer sought medical attention and the event resolved with home remedies.